Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea(cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problems"), abdominal distension ("bloating"), memory impairment ("forgetfulness"), night sweats ("night sweats"), dysgeusia ("metal taste") and irritability ("irritability") and was found to have weight increased ("weight gain"). The patient was treated with surgery (on (B)(6) 2018; salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the back pain, dysmenorrhoea, psychological trauma, vaginal infection, fatigue, alopecia, weight increased, tooth disorder, abdominal distension, memory impairment, night sweats, dysgeusia and irritability outcome was unknown and the menorrhagia had resolved. The reporter considered abdominal distension, alopecia, back pain, dysgeusia, dysmenorrhoea, fatigue, irritability, memory impairment, menorrhagia, night sweats, psychological trauma, tooth disorder, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain: dysmenorrhea, back pain, bleeding: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received. Event "injury" nos was replaced with the events: pain: dysmenorrhea (cramping), back, menorrhagia (heavy menstrual bleeding), psych injury, vaginal infection, fatigue, hair loss, weight gain, dental problems, bloating, forgetfulness, night sweats, metal taste, irritability, plaintiff did not undergo essure confirmation test. Event outcome was updated for the event: menorrhagia. Reporter's information was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.